Event description:
Additional information was requested and received stating they did not explant the lens. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
Additional information provided in b.5.,h.1., and h.2 the manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following implantation of an intraocular lens (iol) the patient experienced poor visual quality & halos, starbursts, spider webs, clinical reason for explant: can't drive & function, miserable. Replaced with monofocal in secondary procedure. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one another complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).